Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing sensor reading discrepancies. The customer had replaced the transmitter and changed the sensor and the insulin pump was suspending due to false lo sensor readings. Customer stated that the sensor was reading 2.2 mmol/l and blood glucose was 8.5 mmol/l. Customer calibrated and received a calibration error alert. Customer decided to turn off the sensor feature. Customer was unable to troubleshoot at the time of the call.